Event description:
Physician reported an exposure along suture line of coated bio-eye that was implanted a year earlier.

Manufacturer narrative:
Exposure is an anticipated complication of orbital implant surgery. It is generally treated conservatively and is surgically closed only in the case of large exposures or if the wound does not spontaneously close within a reasonable time period. In this instance the physician contacted the MFR for advice, and surgical closure of the exposure was suggested.